Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be caused by kinking of the catheter. One 4 fr d/l powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned device. A microscopic observation revealed a small, partially circumferential split just distal of the molded joint. The split had a granular fracture surface, a substantial kink impression, and rounded edges from material fatigue. Based on the observations of the returned powerpicc sv catheter, the complaint of a leaking catheter was confirmed and is likely due to excessive kinking of the catheter. This can occur if the securement of the catheter causes a sharp kink, and over a period of time the catheter may fail opposite of the kink impression.

Event description:
It was reported, "patient with a 4 fr bilumen PICC catheter inserted on (B)(6) 2023 in the right arm, covered with an integral transparent dressing, with the last cure date of (B)(6) 2023. Per protocol, curing is performed with a sterile technique after changing the needle-free valve proceeds to perform irrigation through a red lumen, finding liquid leakage between the zero level and the body of the device, which is why it is decided to withdraw it." Additional information may 2, 2023: the treatment has been exchanged to an oral antibiotic. No new catheter placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "patient with a 4 fr bilumen PICC catheter inserted on (B)(6) 2023 in the right arm, covered with an integral transparent dressing, with the last cure date of (B)(6) 2023. Per protocol, curing is performed with a sterile technique after changing the needle-free valve proceeds to perform irrigation through a red lumen, finding liquid leakage between the zero level and the body of the device, which is why it is decided to withdraw it.". Additional information may 2, 2023: the treatment has been exchanged to an oral antibiotic. No new catheter placed.